Manufacturer narrative:
Patient coded added upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that troubleshooting performed was replacing the antenna, using spacers, and tried charging while the implantable neurostimulator (ins) was off. The cause of the hot sensation at the ins site was not determined, but thought to be due to the ins being rechargeable. The hot sensation did not resolve, so the plan was to replace the ins. The patient was scheduled for an emergency procedure to remove the ins on (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID 37791, serial# unknown, product type: recharger.

Event description:
The patient reported discomfort while charging and that the implantable neurostimulator (ins) gets extremely hot as of (B)(6). It was stated that this has happened only once after 10-15 minutes of charging and is a new development. The patient noted that it was like when your cell phone overheats but "3 times that," and that they had their spouse touch the implantable neurostimulator recharger (insr) paddle and it did not feel hot. However, when their spouse touched the ins pocket site they pulled their hand away as if they had touched a hot stove. The patient doesn't want to charge again but fears the ins battery will soon deplete if it doesn't get charged. The patient did not recently have surgery and does not see the thermometer icon when they recharge. On (B)(6) the spouse of the patient reiterated the issue, and noted they had to put icepacks on their skin after charging 10-30 minutes. Two different chargers were tried but the same issue is happening, and they are unsure if stimulation is on while charging. Impedances were checked which showed to be normal and high parameters are not being used. There were no related falls and they thought when charging they would have at least gotten a quartile charged but didn't. On (B)(6) it was reiterated that the issue occurs within 10-20 minutes of charging and happens when the ins is off. Impedances on the left side range were 1051 - 1948, and right side were 1326-3054. There does not appear to be a short or open circuit and there is no fluid around the ins. The patient charged to 100% on (B)(6) but it is now at 25% and they have been charging in shorter and shorter intervals since he heating situation. Replacement spacers and a new antenna were sent to the patient. On (B)(6) the patient tried the replacement antenna and spacers and the issue got worse with and without the spacers. The ins was palpable in the clinic and their last appointment was on (B)(6). The manufacturer representative (rep) at the appointment did not say anything except they did not know the healthcare provider (hcp) thought the ins needed to be replaced. The leads were found to be within normal limits as well and the patient was implanted on (B)(6) 2016. Indication for implant is movement disorders.

Event description:
(B)(4): additional information reported that the patient¿s device was replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.